Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Patient reset the device and the reported issue was not resolved. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device passed external visual inspection and photos were taken. A "call tech support" error message was observed on the receiver screen. The device was unable to communicate with the global communication tool and global receiver functional testing could not be performed. The receiver data log was unable to be downloaded. The customer complaint was confirmed. The root cause was determined to be a defective component in the receiver's printed circuit board. A CAPA has been initiated for this issue.